Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned to the complaint investigation site with the stent fully mounted onto the delivery system. A significant amount of blood could be seen within the lumen of the device which would indicate that the device had been used. The stent was deployed without issue during the product analysis. The unconstrained stent length was measured and meets the requirements of the product specification. The stent had not been fully deployed when this assessment was made which would have also contributed to the stent sizing issues noted by the complainant. A visual and tactile examination found no kinks or other damage along the length of the catheter. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "select the proper size carotid wallstent monorail endoprosthesis based on the largest diameter of the artery adjacent to the stenosis and the length of the segment to be stented. The unconstrained diameter of the carotid wallstent endoprosthesis should be 1 mm to 2 mm larger than the diameter of the largest vessel to be stented. The carotid wallstent endoprosthesis should overlap healthy tissue by at least 5 mm on each side of the lesion." (B)(4).

Event description:
It was reported that the stent appeared longer than expected. The target lesion was located in the subclavian artery. A 10.0-31 carotid wallstent¿ was selected for use and advanced to treat the lesion; however, during the procedure, the stent was extended and appeared longer than the expected length due to a too narrow lesion. The device was withdrawn and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the stent appeared longer than expected. The target lesion was located in the subclavian artery. A 10.0-31 carotid wallstent¿ was selected for use and advanced to treat the lesion; however, during the procedure, the stent was extended and appeared longer than the expected length due to a too narrow lesion. The device was withdrawn and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.